Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. No assignable cause was determined. The baxter owned device will not be repaired at this time as it is a stay-in device and has been removed from service. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "808:02". (B)(4)